Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's internal battery failed to charge. The device was evaluated at the manufacturer's service center and error codes related to the charging of the internal battery were observed. The device's internal battery and power management board were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.